Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: during investigation, the pump powered on with a blank display. There was no damage found to the keypad. The keypad was removed and there was no damage found to the button contacts. There was no visible moisture in the display. The pump case was found to be cracked at the u groove. The pump leaked at the crack in the pump case. The pump was opened and there was moisture damage found throughout. The blank display was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2, 7-feb-2017 - correction to serial#.